Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump frozen up. The customer¿s blood glucose was unknown. The customer stated that pump froze up and they took the battery out to get it to start back up. The insulin pump will not be returned for analysis.